Manufacturer narrative:
Unit passed self-test and displacement test. Unit successfully downloaded to thump. No pump error 15, pump error 23 or pump error 53 noted during test. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 file number 38) on 07/08/2024 12:24:09.000, pump alarmed pump error 23 two times on 07/08/2024 between 12:24:11.000 to 21:18:00.000, pump alarmed pump error 53 two times on 07/08/2024 between 13:10:01.000 to 13:12:34.000 due to software error as per global logic analysis (esf4784573). Moisture damage noted to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. No pump error 15, pump error 23, pump error 53 alarms noted during testing. However, the history download confirmed pump error 15, pump error 23 and pump error 53 due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15, pump error 23, pump error 53 during basal delivery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.